Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿ it also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The mother reported that her daughter's pdm was unable to turn on for over one month. The daughter was attempting to treat herself with injections to control her bg levels. The patient became ill, went to the doctor, and her blood glucose levels were uncontrolled reaching a high of over 500mg/dl and a low of under 50mg/dl. The patient became ill again and was taken to the emergency room where she was diagnosed with a mini stroke, hypoglycemia and diabetic ketoacidosis. The patient was not wearing a pod during this incident. She was treated with oral fluid, oral carbohydrates, insulin injections, and carbohydrate counting classes. Other medications include an oral vitamin d and pain medicine for headaches.